Manufacturer narrative:
Implant date: not applicable as ovd is not an implantable device. Explant date: not applicable as ovd is not an implantable device. Email address: unknown/not provided. (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. A search revealed that two related complaint(s) found from this production order. No patient involvement, no harm. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the ophthalmo-viscosurgical device (ovd) was injected into the patient¿s eye, the surgeon saw a white material floating in it. It was removed immediately by the surgeon. It was stated that there was no patient involvement. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes date returned to manufacturer: 08 sep 2021 section h3: device evaluated by manufacturer: yes device evaluation: based upon the examination of the video included in the complaint file, the known issue of a foreign material loose/coring particle is confirmed. It appears that a gray solid particle has been expelled from the cannula into the patient's eye. The probable source of the particle is due to "coring" or cutting of the membrane by the perforation needle when the product cylinder was activated. This is a known issue and can be a user error. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.